Event description:
It was reported that .. "On (B)(6) 2011, the patient underwent the surgery with the xia3 and oic for lscs (plif of l5 and s). The screw (6.5x50 mm and 6.5x45 mm) was used for l5. The screw (two 6.5x40mm) was used for s. One month after, the problem was not seen in the diagnostic imaging. However, when the surgeon confirmed x-ray on (B)(6) 2011, the screw was broken(right sides). The patient is feeling lumbago now and non-union."

Event description:
It was reported that .. "On (B)(6) 2011, the patient underwent the surgery with the xia3 and oic for lscs (plif of l5 and s). The screw (6.5x50 mm and 6.5x45 mm) was used for l5. The screw (two 6.5x40mm) was used for s. One month after, the problem was not seen in the diagnostic imaging. However, when the surgeon confirmed x-ray on (B)(6) 2011, the screw was broken(right sides). The patient is feeling lumbago now and non-union."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation. Device not yet returned.

Manufacturer narrative:
Method: functional inspection; device history review. Results: the xia 3 titanium polyaxial screw dia 6.5 x 45 mm was confirmed to be broken upon review of the provided x-ray imaging. The lot number record & a thorough manufacturing review for the polyaxial screw were reviewed and no anomalies were found in the manufacturing records that would have contributed to the reported event. Furthermore a review of the lot #b10388 did not reveal any similar complaints. A review of the complaint history cited causes of screw breakage were fatigue, patient fall and in some a few cases no conclusion can be drawn. It was also reported that the patient was experiencing nonunion. The IFU for xia 3 states that nonunion may lead to loosening, bending or fatigue fracture. Also, if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. In this case the surgeon has decided not to perform a revision at this time. Conclusion: the break was found 6 months after the original surgery by x-ray imaging. Union is expected to occur within 6 months; in this case it is likely that a lack of fusion contributed to the screw breakage. The patient is now experiencing back pain and nonunion. No revision surgery is planned.